Manufacturer narrative:
(B)(4). H6: component code: suggested code: mechanical (g04) provisional top. Photograph provided shows damage to the device and some fragments chipping out of the device. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information to perform compatibility check. No information on mating devices was provided. Lot number was not provided for the reported product; therefore, complaint history search was not performed. Medical records were not provided. This complaint can be confirmed based on damages seen on the device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp was found damaged during a primary knee procedure. Had to use cr poly trial instead of mc. No patient harm is reported.